Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient felt like the implant was very warm during normal use and during recharging. The patient had a fall onto their tailbone and then onto the implant on (B)(6). On (B)(6) the patient had an MRI and felt their implant did heat up during the MRI and they felt the same warming sensation since then. The patient had turned the implant off but the warmth did not completely resolve and the patient felt like the implant may have moved. It was noted that the therapy remained unchanged but the patient did switch groups and had to increase intensity more than normal. An impedance check showed impedances were normal around 750-900 ohms. On (B)(6) the patient had a recharging session of 3.4 hours with fair coupling and really noticed the warming sensation at the time. There were no signs of skin irritation and the implant site did not feel any warmer than the rest of the patient¿s body. During troubleshooting a recharge session was started with excellent charging quality and the patient started getting uncomfortable and felt like there were zingers going across the implant. Troubleshooting reviewed the system appeared to be functioning normally and that the patient should have imaging and have their physician examine the site to decide next steps. The I indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause was not determined. The rep reported that the patient stated on (B)(6) 2019 that it still got warm, but doable. No further complications were reported.